Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy s21 with android operating system version 15. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level and experienced symptoms described as shaking and sweating. The customer self-managed to treat themselves with cocoa and biscuit. There was no report of death or permanent impairment associated with this event.